Event description:
It is reported that the pt was revised for a locking screw that backed out of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.